Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the product inside package, did not found the cuff leaked and broken. It was reported that there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the process of controlling ventilation for the patient with lung infection in a conzides, the ven tilator had a red advanced alarm that the minute ventilation is too low. Checked the ventilator pipe closure and confirmed that there was no problem with the ventilator section. Checked the sleeve of the trachea intubation, used a syringe to enter the trachea intubation sleeve, found that one minute later the air bag of an important component of the trachea intubation had a leak and broken. Replaced the trachea intubation immediately at the bedside with a new trachea intubation to continue treatment. The third device that was used was normal. Due to the timely treatment, the defects of this device have no further adverse effects on patients. However, such leakage will lead to a great reduction of patient minute ventilation, moisture volume can not meet the needs of patients, can not improve the patient's lung ventilation, and even lead to patients mis-absorption, lung infection, sepsis and a series of diseases, serious patients can cause blood pressure saturation drop respiratory cardiac arrest and other life-threatening conditions.